Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had originally called because they couldn¿t read the left ins with the patient programmer but they could with the right ins. The patient had seen an error message that was the mistaken short circuit. The patient had hit a couple of buttons on the programmer that somehow changed the way it read the ins. They had visited their physician and the clinical programmer read the left ins with no problem and they saw no issues. No replacement procedure was performed. The patient was doing well at the time of report.

Event description:
It was reported the patient had issues with the left implantable neurostimulator (ins). The doctor believed there was a short in the system.

Manufacturer narrative:
Concomitant products: product ID 37603, serial# unknown, product type implantable neurostimulator; product ID 37642, serial# unknown, product type programmer, patient. (B)(4).